Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. During additional follow-up, a pd nurse stated that patient was experiencing cloudy pd effluent. As a result, the patient went to the hospital on (B)(6)2020 and was admitted with peritonitis. Per the nurse, a pd culture was obtained (on (B)(6)2020) yielded growth of staphylococcus aureus. While hospitalized, the patient is reportedly being treated with unknown antibiotics. Additionaly, the patient required removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remains hospitalized at the time follow-up was completed. However, the nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or prouduct that caused or contributed to the event. The nurse states the peritonitis was associated with a breach in aseptic technique as the patient admitted to not wearing a mask during the pd exchange. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).